Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during peritoneal dialysis, dwell 3 of 4. The home patient (hp) stated that the bags were properly connected but there was an open clamp one of the cassette's unused supply lines. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) informed the hp that air had entered into the system and he would need to end therapy. The hp stated he would not restart therapy that night. The tsr assisted the hp to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A homechoice hardware device experienced an alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. However, the hp reported there was an open clamp on one of the cassette's unused supply lines. This issue is known to cause a 2240 alarm. Per baxter labeling, users are instructed to close all clamps on unused lines when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.